Manufacturer narrative:
Additional information stated that the ventilator failed pre-use check and generated a technical error code for communication error. The ventilator was investigated by our field service engineer. The air gas module and expiratory channel pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).